Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e. G. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. Date of issue is an approximation. The sensor was inserted into the abdomen on (B)(6) 2020. The patient¿s mother stated the patient had a skin reaction; however, no symptom details were provided. The patient was seen by a physician and treated with an unspecified cream for an allergic reaction. At the time of report, the patient¿s condition had improved. No additional patient or event information is available.